Manufacturer narrative:
The device was not returned to olympus for evaluation. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
It was reported by olympus territory manager, the evis exera iii video system center failed upon first use. It was reported that when the device was connected to the serial digital interface (sdi) out 1 or sdi out 2, the display was black. When the device was connected to a different monitor, the image appeared. This was an out of box failure and the issue was found at the initial set up of the device. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the specific cause of phenomenon could not be identified. Olympus will continue to monitor field performance for this device.